Event description:
This event is reportable based on the product analysis approved on 02/16/2007. It was reported that during a drug eluting stenting procedure of a 9% stenotic lesion in the moderately tortuous and severely calcified left anterior descending artery the physician was unable to cross the lesion with a 3.00x16mm taxus liberte stent. There were no patient complications. The physician successfully completed the procedure with a non-bsc stent. Patient status is reported as "stable". However, the returned product analysis revealed that there was shaft facture.

Manufacturer narrative:
Device evaluation: visual and microscopic examination of the device revealed that the hypotube had broken approximately 71.1cm distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. This type of damage is usually consistent with excessive force being applied to the device upon meeting some form of restriction during delivery. Examination of the device could not identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint is unknown.